Event description:
Clinical report states the patient was revised to address and adverse local tissue reaction and elevated cobalt and chromium levels.

Manufacturer narrative:
Additional information: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/28/15-pfs and medical records received. After review of the medical record for MDR reportability, the revision operative note indicated increased metal ions (no labs), metallosis/pseudotumor, and clicking. The cup was thought to be malpositioned, but was found to be in acceptable positon. The stem is being added to the complaint and part/lot is being updated. The complaint was updated on: 6/18/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 4/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. There is no new information that would affect the outcome of the investigation.